Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed each function of the integrated electrosurgical unit (iesu); no abnormalities were found, such as multiple signals being activated at the same time. Per the fse, the issue may have occurred due to the two instruments being in close proximity to one another. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to isi for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the bipolar instrument controlled by master tool manipulator (mtm) #1 seemed to be activated when the monopolar curved scissors (mcs) instrument on mtm #3 was activated. The tissue grasped by the bipolar instrument was cauterized as a result. Arcing was reportedly observed. Only monopolar energy was activated at the time of the event. No medical interventions were performed to treat the affected tissue. It is unknown if the damaged tissue was excised. The surgical task being performed at the time of the event is also unknown. The patient is currently doing well. The customer was not using double cannulation. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who advised the customer to keep distance between the bipolar and the monopolar instruments. The instruments, accessories, and cannula were visually inspected prior to use, and no damage or anything out of the ordinary was observed. It was unknown if a pin gauge was used to inspect the cannulas. The instruments were connected properly (e.g. Monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). The electrosurgical unit used was an erbe vio generator. The generator energy settings used at the time of the event were unknown. The amount of time the instruments were in use prior to the event is unknown. The instrument tips did not collide with any other instrument or tool during the procedure. When the event occurred, the mcs instrument tips were not in contact with tissue. It was unknown how far apart the monopolar and bipolar instruments were when the issue occurred; however, the distance was described as "close." It is unknown if the instrument tips touched any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. A grounding pad was in use; it is unknown where on the patient it was placed. The grounding pad did not appear to have any issues or defects. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used to install the tip cover accessory. It was unknown if electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover.